Event description:
It was reported that an ilet user experienced an intermittently unresponsive and dim touchscreen with a small crack on the display, while the device remained usable and data were synced before shutdown. Symptoms included no injury. Outcomes included continued device use with some difficulty and planned continuation of cgm use via the dexcom app or receiver. Investigation included collection of device history and complaint details with an arranged replacement and return of the original unit for assessment. Investigation of this case revealed a damaged display screen affecting usability, consistent with screen breakage and diminished display performance. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the screen leading to reduced responsiveness and brightness.

Manufacturer narrative:
Initial